Event description:
It was reported that the customer had high blood glucose of 18mmol/l and smells insulin, but he can not see any leaks. It was stated that there were some air bubbles in the reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected three randomly sealed reservoirs. Performed pre-fill reservoirs. Reservoirs passed per inspection. No air bubbles anomaly was found during analysis. Checked o-ring for defects and none were found. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per inspection. No leaks, o-ring and air bubble defects were found during test. Inspected two opened and used reservoirs. Performed pre-fill reservoirs. Reservoirs passed per inspection. No air bubbles anomaly was found during analysis. Checked o-ring for defects and none was found. Also performed manual prime and high pressure test. Ran priming in insulin pump. Reservoir passed per inspection. No leaks, o-rings or air bubbles defects were found during test.